Event description:
It was reported that the patient was unable to enter MRI mode. Troubleshooting took place but was unsuccessful. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.